Event description:
It was reported that the right ventricular (rv) lead exhibited an out-of-range (oor) measurement of >3000 omhs, with recent noise episodes causing pacing inhibition for over 2 seconds. Recommendations were provided to optimize programming while monitoring the lead's performance. No adverse patient effects have been reported. This lead remains in service.